Event description:
As it was reported by an affiliate, during the labeling process at the (B)(4), a fiber-like foreign matter was found inside of the sterile pouch. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The device had no damage and there were no anomalies except for this failure. The product had been already this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged. The product will be returned.

Manufacturer narrative:
Fiber-like foreign matter was found inside of the sterile pouch during labeling process at (B)(4) plant. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no other anomalies. The product was handled and stored as usual procedure. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged. Analysis of the returned device did not confirm the presence of foreign material. One unit of smart control, iliac 7x60ml was received in the sterile packaging. The box was opened and pouch was closed. The product was at the correct position. No anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was not confirmed due to no foreign material was found during visual analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the available it is not possible to draw a clinical conclusion between the device and the event. One unit of smart control, iliac 7x60ml was received in the sterile packaging. The box was opened and pouch was closed. The product was at the correct position. No anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was not confirmed due to no foreign material was found during visual analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.